Event description:
Pt was charging device on ac, heard a loud popping sound, device was smoking, took the device outside where it started on fire.

Manufacturer narrative:
Initial report, follow-up report will be submitted after completion of evaluation.